Event description:
Upon analysis of this returned product, the distal stent struts were uplifted.

Manufacturer narrative:
Percutaneous coronary intervention (pci) was being performed on a calcified and moderately tortuous lesion in the proximal left circumflex, obtuse marginal and the left circumflex and in an in-stent-restenotic lesion in the left main (lm) with a previously implanted nir stent. After conducting pre-dilation with the 3.5x12mm quantum balloon at the lm, a 2.5x28mm cypher was being delivered for implant at the target lesion. While delivering the cypher, there was friction within the launcher sal 1 guiding catheter. Nevertheless, the physician continued to deliver the cypher and it came out of the guiding catheter, but it became stuck at the proximal end of the nir stent. The cypher seemed to be caught by with the nir's strut and the cypher was withdrawn with a micro catheter. After that, a different cypher (3.0/28mm) was implanted instead and the procedure was finished successfully. There was no reported patient injury. The product was clinically used and will be returned for analysis. The physician wondered if this issue was due to the launcher or the profiles problem of the cypher. In addition, upon examination of the returned product, it was noted that the distal stent struts were uplifted. During advancement of the cypher stent delivery system (sds) through a launcher guide catheter, the physician noted friction but continued with the procedure. As the sds exited the gc, the proximal end of the stent became stuck. A microcatheter was used to assist with removal of the sds. The stent had not dislodged from the device. There was no injury to the patient and the procedure was completed with another cypher stent. Patient information was unavailable. The target lesion was a moderately calcified and moderately tortuous left circumflex branch with in-stent restenosis (non-cordis stent). The cypher stent is indicated for use in de novo lesions and the safety and effectiveness of the device has not been proven in this type of moderately complex lesion. The lesion was predilated but as noted above the stent became stuck on the gc preventing further advancement of the device. Inspection of the returned product revealed distal stent strut uplift but it is unclear if this was the cause of the resistance noted during advancement of the device or a result of the resistance. There were no additional anomalies found on analysis of the sds. The involved gc was not available for evaluation. However, there was no resistance noted during functional testing with a cordis gc. One non sterile cypher was received coiled in a plastic bag. The stent was received mounted over balloon section with distal struts uplifted. The involved guiding catheter was not returned. The cypher was introduced/withdrawn through a cordis 6f guiding catheter and no resistance was experienced even in the damaged stent condition. Stent crossing profile was measured and was found within specification. Resistance/withdrawal difficulty reported was not confirmed during functional testing. The exact cause of distal struts damaged could not be conclusively determined, but procedural factors may have contributed to the event. Therefore, no corrective and preventive actions will be taken at this time. Conclusion: based on the available information, procedural factors may have contributed to the event as reported. Per the instructions for use, should unusual resistance be felt prior to stent placement, an effort should be made to identify the cause and/or retrieve the system. However, the exact cause of the stent strut damage and the resistance with the gc cannot be determined. There is no evidence to suggest that the event was manufacturing related.